Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The second proglide is being filed under a separate medwatch report number.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a common femoral artery, with some calcium, after an unspecified procedure. Reportedly, during plunger retraction no suture was attached to the needles. Another proglide was attempted with the same results. Hemostasis was ultimately achieved using a non-abbott device. No adverse patient effects were reported. Though requested, no additional information was provided.